Event description:
The brakes on this stretcher would not operate properly.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the casters and hex rod in order to resolve the problem.